Manufacturer narrative:
Five photos were received for quality evaluation. All of the photos received show that a male luer adapter tip broke off into the female side of the maxzero connector. The customer complaint of connection issues/component damage was confirmed. The investigation was forwarded to manufacturing for root cause analysis. Based on the information provided and the photos submitted by the customer, the failure could not be related to the manufacturing process. Additionally, due to no physical samples provided, a root cause could not be determined. We will continue to track and trend and if any negative trend is observed, proper actions will be deemed necessary. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had connection issues. The following information was provided by the initial reporter: pump tubing attached into maxzero connector got stuck inside the top of the connector and broke off the top luers of the maxzero. Additional information received from the customer: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The patient had to have another clave placed.